Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 460 mg/dl at the time of incident. It was reported that they getting no delivery and they already changed the set twice. Customer assisted with performing a 5.0 unit fixed prime. It was reported the insulin exited. It was reported the cannula was not bent. The insulin pump will not be returned for analysis.